Manufacturer narrative:
The meter and strips have been requested for return. The strips were no longer available. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Initial reporter occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable result from a coaguchek xs meter. The serial number was requested but was not provided. The result from the meter was 4.1 inr and the result from the laboratory using an unknown reagent was 3.1 inr. The therapeutic range was requested but was not provided.